Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator indicating that the device reported an error and was unable to charge during the self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was able to be confirmed. The root cause of the reported problem could not be determined. The issue was resolved by replacing the power pca (printed circuit assembly) manually and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.